Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 431 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed no motor position encoder error alarm and no more than one motor error alarm. Customer also reported of receiving a no delivery alarm, but was resolved with complete set change. Customer was advised that insulin pump would need to be replaced.